Event description:
On (B)(6) 2009, a competitor manufacturer reported the patient stated an occlusion error was received on the insulin infusion device (competitor product). When the patient removed the infusion headset, the cannula was bent. The patient will change out the headset. No further information was provided. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.